Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low rectal resection, while performing resection and disconnection of the distal rectum, the device did not fire. The surgeon able to pressed the green button but could not squeeze the handle. They replaced with a new handle and the loading and firing are normal. There was no patient injury.